Event description:
Numbers on the meter's display keep fading in and out and that customer cannot see the reading. A review of the system was performed over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.